Event description:
It was reported that during an elective removal of an implantable cardiac monitor (icm) procedure, the icm break into two pieces. The icm was explanted successfully. The patient had no consequences throughout.

Manufacturer narrative:
The reported event of broken header was confirmed. The device was received from the field with no telemetry due to device being damaged. Review on session records indicated device was within normal range of operation and battery voltage stayed above elective replacement indicator (eri). Final analysis via visual inspection found the header broken off from device can which is consistent with damage from explant procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.